Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to add fluid to the reservoir. No information about the patient's outcome was provided. Additional information received. The patient complained of lack of firmness of implant. Dr. (B)(6) said he only filled reservoir with 60-65 ml and thought that by adding more fluid the problem would be resolved. Dr. (B)(6) examined the connections and cycled the device. There were no signs of malfunction or fluid loss. He disconnected tubing, tested the device with the additional fluid and felt the end result was significantly better. He then proceeded to reconnect tubing after adding an additional 15-20 ml of saline. He test cycled the device and was satisfied with the result.